Event description:
The customer reported that prior to use on a patient, the iabp emitted a foul odor. The iabp was in storage room. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the battery was deformed and leaking. The company representative replaced the battery (part number 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The returned batteries were received by (B)(4) and failure investigation was performed. Returned batteries were sent to (B)(4) for evaluation. Root cause of the swelling failure symptom could not be determined on the specific battery lot codes returned from the field, nor could it be proven that the power supplies that charge the batteries were overcharging the batteries. Exhaustive testing of batteries and power supplies was performed. However, there is no conclusive evidence that: 1. The battery swelling was caused by a manufacturing defect. 2. The power supply charging circuitry is causing the battery cases to swell. (B)(4).